Event description:
It was reported that the infusion pump underdelivered. The pump was reportedly programmed to infuse at a rate of 100 ml/hr with solution volume of 100 mls. The infusion reportedly took 2 hrs to complete. No pt injury was reported.